Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown.

Event description:
It was reported by the sales rep in france that during a right shoulder cap surgical procedure on an unknown date the vapr coolpulse90 electrode device skin was burnt at the point where the cable contacts the skin. The adjustment parameters were: coagulation 3, ablation 7. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: during further follow up it was reported that the burn was caused by the electrode cable by skin contact. There were no other vapr devices involved. There was no medical intervention due to the burn.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of the device. Visual inspection of the device reveled that the device is visible with tissue visible in suction hole. The active tip is also heavily eroded. Handle, cable and plug assemblies were in good condition. Residue visible in suction tube. Device shaft distorted. Suction clamp received in closed position. The device passed successfully electrical checks as well as functional testing. The customer stated that the 'patients skin burn at the point where the cable contacts the skin'. The testing did not highlight any faults with the returned device. The device successfully passed the electrical and functional checks. Visual inspection noted that the active tip was heavily eroded, the shaft was distorted and the device was received with the suction control clamp in the locked position. As part of the evaluation the device was tested and passed successfully both electrical and functional testing. The device meets the manufacturers specifications and perform as expected. As a result, no fault was found. According to the event details provided, the product IFU and the results of the product evaluation, the most likely root cause can be linked to misuse. Based on a review of the investigation findings no containment or correction action related to the individual complaint is required. The overall complaint was unconfirmed as the observed condition of the vapr coolpulse90 electrode would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4: the date of manufacture has been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.